Manufacturer narrative:
The product was not returned for analysis, results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A secretary reported that the surgeon has four pts in whom he observed brown deposits/dots on the intraocular lenses (iols), almost one yr following iol implantation surgeries. She reported that according to the surgeon, these pts are experiencing worsened vision because of these brown dots. Additional info has been requested. There are eight medical device reports (mdrs) associated with this event. The mdrs for the second pt, for both eyes, were filed previously under MFR report#s 1119421-2009-00092 and 1119421-2009-00234. This report is for the first pt, left eye.